Event description:
Unit was explanted due to a report of no output. No further injury or complications associated with the event. Device exceeded MFR's projected longevity. Failure analysis reveals a loss of hermeticity.